Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient found cannula had not fully deployed as intended. The cannula was only partially visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 370 mg/dl.